Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation, the right atrial (ra) lead was oversensing noise which led to pacing inhibition. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of over-sensing noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found external outer insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction of the lead to the device can, proximal to the suture sleeve tie impressions. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to external outer insulation abrasion that breached the outer insulation and exposed the outer coil.